Event description:
It was reported that during an unspecified stenting procedure, a stent embolization occurred. The lesion being treated was in a very tortuous and calcified iliac artery. During advancement of the express ld stent up and over the contralateral vessel, the stent came off the balloon. The stent was removed with a snare. The procedure was completed with another express ld stent. Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.